Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, automatic mode switch (ams) episodes were noted along with noise on the right atrial lead. Diagnostic imaging was taken and confirmed no anomalies. The patient will continue to be monitored by follow-up and was in stable condition.